Event description:
Additional investigation of the reported event revealed that the amount of water that leaked during the reported event was very small and would not have resulted in a slipping hazard.

Manufacturer narrative:
Exemption number e2017019. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, kemnath (manufacturer). Additional manufacturing narrative and corrected data: adverse event or product problem, outcomes attributed to adverse event, event, type of reportable event: further review and investigation of the reported event by siemens concluded that the amount of water that leaked was too small to constitute a slipping hazard. Based on this information, siemens re-evaluated the reported event and determined it did not meet reportability criteria.

Manufacturer narrative:
Exemption number e2017019. (B)(4). Siemens completed a technical investigation of the reported event. When the siemens customer service engineer (cse) checked the system, he found a crack in the flow sensor for target and confirmed leakage from it. He also confirmed the crack on the flow sensor for hp load. The cse replaced the flow sensors and confirmed that the leak had been eliminated. The cse also confirmed that no electrical shock was possible due to the reported event. No further action has been deemed necessary at this time. (B)(6).

Event description:
It was reported to siemens that while turning the gantry during patient treatment with the oncor impression plus system, a small amount of deionized (di) water leaked from the side of the cover. Though no patient or user injury occurred, this event is being conservatively reported because the leakage could have resulted in the floor becoming wet, resulting in a slipping hazard.